Event description:
The reporter indicated that he saw intermittent undersensing in both chambers on the ECG. Iegms (intraelectracardiograms) showed occasional noise cycles with the closely spaced 'n' annotations. The device was reprogrammed to unipolar and the sensing became appropriate.